Manufacturer narrative:
The reported event of crm 7001966605 - msiii 2865 channel error code while on patient file was opened to document an event that the customer reported. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported channel a on the msiii alarmed with the error code 88 and channel b alarmed with the error code 324 during use on a patient.. There was no report of patient harm.

Manufacturer narrative:
The reported event of crm (B)(4) - msiii 2865 channel error code while on patient file was opened to document an event that the customer reported. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement. Device was not returned to manufacturing facility.

Event description:
The customer reported channel a on the msiii alarmed with the error code 88 and channel b alarmed with the error code 324 during use on a patient.. There was no report of patient harm.